Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer was hospitalized on (B)(6) due to diabetic ketoacidosis with high blood glucose of 725 mg/dl. The customer¿s current blood glucose was 420 mg/dl. Customer treated for high blood glucose with manual injections. Customer wearing the pump at time of hospitalization. The insulin pump will be returned for analysis.